Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 500 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting and consulted customer's doctor regarding the high blood glucose issue. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device functioned properly. No motor error alarms were noted during testing. The motor was tested outside the device and passed. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.